Manufacturer narrative:
Depuy spine has contacted an experienced surgeon who has agreed to see the patient. The device is not available for evaluation and the lot numbers not known at this time. The event as reported cannot be attributed to the device at this time. Information is limited and no conclusion can be made.

Event description:
Patient contacted depuy spine reporting that she had artificial disc implanted in 2005. No issue for the first 30 days. Follow up visit found that the implant had shifted sideways to the left. Patient now has pain in legs, feet and abdomen are numb. An MDR is being filed to document this adverse outcome.